Manufacturer narrative:
Unit received with unexpected off no power due to corroded battery tube. Scratched lcd window, cracked display window corners, cracked reservoir tube lip. Unable to verify a13 due to off no power anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed program anolamy and physical damaged. Customer stated that they removed the battery and reinsert and will not boot and showed error. Advised the customer that insulin pump would be replaced. No further information provided.